Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4: UDI (B)(4). DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the air dermatome on october 21, 2019 revealed that the motor did not function. The calibration was within specifications and the control bar was in the correct position. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome has not yet been performed by zimmer biomet surgical as it is unknown if the device will be scrapped or repaired and added to the loaner pool. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the motor did not function. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information available.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that air dermatome was able to cut a 16 inch graft, but was not able to cut anymore. This occurred during internal verification testing. There was no patient involvement. No adverse events were reported as a result of this malfunction.